Manufacturer narrative:
Based on the investigation findings the complaint is confirmed. The root cause is due to the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).

Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. Reference mvi: (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment of an aneurysm, the coil encountered resistance within the microcatheter. Upon withdrawal, the coil detached within the catheter. No intervention was reported. The patient was reported to be fine.